Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va13kj2, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was in a car accident which caused severe pain and a knot sticking out of the back where needle goes into her back. Caller clarified it looked like the lead/wire was punched up about ½ an index finger length. The healthcare provider (hcp) requested a special x-ray be performed. Caller noted the hcp reviewed guidelines with manufacturer and it was suggested the implantable neurostimulator (ins) be turned off. There were no further complications that have been reported as a result of this event.